Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient could not send a remote transmission due to a possible radiofrequency chip. The patient would be sent an inductive unit. No additional information was reported.